Event description:
It was reported the pump was implanted last week for control of malignant back and leg pain. The patient had excellent relief from his leg pain but continued to complain of back pain. The tip of the catheter had been implanted at t12. Marcaine was added to infusion, which allowed the health care professionals to suspect the level of the catheter was too low to adequately cover the patient¿s back pain. The doctor replaced the original spinal portion of the catheter which allowed him to move the catheter up to t10. The goal was to try to advance the new segment of the catheter to t8, but he was unable to get higher than t10. It was noted there was no problem with the product other than the desire to get better pain control. The pump was being used to deliver sufentanil, marcaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter; product ID 8781, serial# (B)(4), product type: catheter; product ID 8781, serial# (B)(4), product type: catheter. (B)(4).